Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the image crashed. Analysis of the log file confirmed that there was malfunction of the ippc and image disk. The fse replaced the ippc and image disk. After replacing the ippc and image disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system image display would "crash" during fluoroscopy. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer (fse) inspected the system onsite and replaced the image processing pc as well as the hard disk. The device was returned to use in good working order.